Manufacturer narrative:
Additional information: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with contaminated of fluid ingressions. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. The pump was found to be double beeping on power up. According to the investigation, fluid ingressions were found on pump and the "double beep no cassette (while testing)" issue was caused by fluid ingressions. The investigation reported that the pump downstream occlusion sensor and upstream occlusion sensor will be replaced. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette." Alarm. No reported adverse effects.